Event description:
Customer reported during an infusion the secondary medication (potassium phosphate) backed up into the normal saline primary bag. A new set up was obtained. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). Exp date - between 01 october 2012 and 01 november 2012. MFR date between 27 october 2009 and 04 november 2009. Product evaluated and customer's experience of fluids backing up into primary bag was confirmed through functional testing. The sample was sent to the valve supplier and testing results identified the cause of the failure to be due to a clear particle located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as pvc. The source of this material was not determined. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.